Manufacturer narrative:
The device has been returned for evaluation but investigation is not yet complete.

Event description:
The event involved a connector tego¿ where the customer reported that the infirmary team noticed an increase in venous pressure, which required the interruption of hemodialysis. Upon reviewing the connections, a damage to the silicone of the connector was observed. Therefore, the tego connector was replaced, which resulted in an improvement in pressure and allowed the therapy to be resumed. There was patient involvement, but harm was not reported as result of this event.

Manufacturer narrative:
Investigation summary: received one (1) used list# lat-d1000 conector tego for inspection. No defects or anomalies noted. The fluid path of the tego was found to be clear when activated by a male luer. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.